Event description:
It was reported that there was intermittent blocking of the transseptal needle in the preface in spite of presence of an obturator on the needle at insertion. The transseptal needle used was a cook medical needle. The physician tried to insert the needle into the preface before use in the pt (on a sterile table). At needle insertion (same conditions as if it was done in the pt), small blue plastic particulates were noticed which were released from the sheath. The device was replaced with a st jude lamp 45 degrees, which was used to perform the case.

Manufacturer narrative:
(B)(4). The product was discarded by the physician and was not returned for analysis. The lot number was not provided to biosense webster, hence, the device history record could not be reviewed.